Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified access sets would not flow. The event was further reported, "during the set-up of the IV in which the tubing is extremely difficult to connect to the clave and at times the flow is impaired (due to the difficulty of connecting the IV tubing into the clave)". There was no patient involvement. No additional information is available.